Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease, diabetes mellitus, and dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During rounding, the care team reported that echocardiography showed a potential thrombus on the mid-distal portion of the cannula. The plan was to increase systemic anticoagulation and monitor with more frequent echocardiograms. Imaging was to be repeated to reassess. The bedside nurse was instructed to monitor for abrupt flow decreases and motor current spikes. The pump was flowing normally. Follow-up echocardiography the next day suggested there was still potentially something on the cannula, but did not specify thrombus. Other than more frequent imaging and stricter maintenance of anticoagulation, no additional interventions were required at that time. The patient remained on support. Thromboembolism may be associated with underlying critical illness, mechanical circulatory support, vascular access devices and hemodynamic instability.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 and d6b. Upon review, the serial, primary UDI number and date of implant have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.